Event description:
The customer stated that he tested his blood glucose using his contour meter and a quick check meter. The contour meter read between 300-500 mg/dl, while the quick check meter gave readings of 200 and 198 mg/dl. If the contour meter read between 415-500 mg/dl, the difference between the readings would fall in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation, and replacement test strips were sent to the customer.